Manufacturer narrative:
Concomitant medical products: etew1313c82ee, sn (B)(4), expiration date: 2018-02-08; etcf2828c49eem, sn (B)(4), expiration date: 2018-07-20; etlw1616c82ee, sn (B)(4), expiration date: 2018-06-28; etew1313c82ee, sn (B)(4), expiration date: 2018-02-08. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was treated at the index procedure emergently with a ruptured saccular aneurysm that measured 7.5 cm in diameter. The proximal aortic neck measured 2 cm in length. The common iliac arteries were wide and filled with thrombus. Approximately two hours post index procedure the patient experienced multiple organ failure and the aneurysm was filled with blood. After the patient was treated, the patient woke up but never recovered and was unresponsive. A cranial CT was performed but no damage was observed. Per the physician, the patient expired due to multiple organ failure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the emergent endovascular treatment of a saccular 7.5 cm in diameter and 10 cm in length (extending down to the native bifurcation) ruptured abdominal aortic aneurysm that resulted in excessive blood in the right retroperitoneal. The proximal aortic neck measured 2 cm in length. The common iliac arteries were aneurysmal and filled with thrombus. It was reported that, during the index procedure, a small unknown endoleak was observed at the level of the endurant ii bifurcated stent graft flow divider. The physician modelled the stent graft with a balloon however the unknown endoleak did not resolve. The physician completed the procedure with the unknown endoleak unresolved. Approximately two hours post index procedure the patient required re-intervention as the unknown endoleak was refilling the previously ruptured aneurysm. The physician surmised that this may be a type iii fabric endoleak, therefore implanted two endurant iliac limbs and one endurant aortic cuff and the unknown endoleak was no longer filling the ruptured aneurysm sac and the event was considered resolved. It was reported shortly after, exact time frame is unknown, the patient experienced multi-organ failure. From the index procedure until the time of death, the patient had woke up; however, was unresponsive. The physician performed a cranial CT and no damage was observed. The reported cause of death was multi-organ failure. Per the physician, the patient required re-intervention due to a type iii fabric, endoleak in the stent graft. The physician stated the exact cause of events, may have been related to pre-operative ruptured aneurysm however, the physician suspects that the type iii fabric, endoleak refilling the ruptured aneurysm may have contributed to the multi-organ failure resulting in the patient¿s death. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact type and cause of the endoleak seen at the end of the procedure could not be determined from the films provided. Pre-implant CT¿s revealed that the proximal neck was severely angulated (~80° max lt-rt), contained irregular thrombus, and was extensively calcified. The patient also had bilateral aneurysmal common and internal iliac arteries. A likely type IV endoleak was seen immediately post-implant; primarily coming from the level of the bifurcate flow divider. Films from several hours post-implant showed a greater amount of contrast than the immediate post-implant films had shown; however, the more focalized location was still near the flow divider. After relining the bifurcate with an aortic cuff and two limbs, the endoleak was substantially reduced; a slight endoleak was seen near the flow divider. This residual endoleak may have been due to the cuff and limbs not completing sealing near the flow divider which has a transition profile and is more difficult to seal with a cuff/limb. Although a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. No other stent graft issues were observed. However, it is unclear from the films provided why the likely type IV increased in strength several hours post-implant. This may have been related to a patient blood disorder or other condition. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak. The reported cause of death was multi-organ failure. The pre-implant rupture likely contributed; however, it is unclear if the persistent type IV may have also contributed.